Manufacturer narrative:
Retainer ring=clear. P-cap locked in place properly during testing. Device received with critical pump error and crest software was utilized and successful, however the history download was unsuccessful since insulin pump is on a constant dark blue screen and could not get into the join network screen. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Out of specification force sensor zero offset. Device was cut open and perform a visual inspection. Corroded electrical board 1/j2 and moisture damage on force sensor gold plated traces. Electronic boards were switch to pinpoint faulty board. After brushing with ipa isopropyl alcohol and restocking electronics and device remained on blue screen. In conclusion unit came in with constant critical pump error alarm, unable to confirm pump error 35 alarm in history file and unable to complete download using due to corroded electrical board 1. Device also received with cracked case(battery tube), cracked battery tube threads and cracked retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received critical pump error alarm and exposed to moisture. Customer stated that the insulin pump fell in the toilet and when she removed the silicone case and found a big crack at the bottom of the grooves for the belt clip and goes down to the bottom and side of the pump crossing the seam and comes up on the front of the bottom of the pump. Customer stated the insulin pump was dropped. The self test did not passed. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.